Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during dwell 4 of 4. The baxter technical representative (tsr) had the home patient (hp) check and found no source of leak . The final bag was full. The tsr had the hp cycle power off and on to clear the se 2240 followed by se 2367 to end therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette and advised the hp to notify the registered nurse (rn).there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of system error 2240 was not confirmed . The cause was undetermined.